Event description:
A peritoneal dialysis (pd) patient reported that a liberty select cycler screen went blank during an unknown phase of pd treatment. The patient pressed ok, stop, and touched the screen but the screen remained blank. The ok and stop keys did make sound when pressed; the cycler was rebooted. The ok and stop keys lit up but the screen remained blank. An unknown alarm tone was going off. The patient was advised to discontinue the use of the cycler and follow up with the patient¿s peritoneal dialysis nurse (pdrn). Technical support issued the patient another cycler. The cycler was returned to the manufacturer and a replacement cycler was provided and received. There was no reported patient harm in the initial reported data. Additional information was requested but not received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. The touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. The system air leak passed. The valve actuation passed. The post-accelerated stress test (ast) 2-hours 15-mins 8500ml simulated treatment was performed without any failures or problems. An internal inspection of the cycler found transformer (t1) on the ¿inverter board¿ to have an internal short. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Removed functioning inverter board from the front panel at the completion of the investigation. There were no other discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.